Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a defective u901 component on the c/a board. The root cause for the defective u901 component could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt and damaged cable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned monitor sn (B)(4), electrode belt sn (B)(4) and reported that the monitor was causing discharge profile faults, that the belt sn (B)(4) had a damaged cable, and a patient was receiving "adjust belt" messages.